Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer¿s blood glucose (bg) level was not impacted. The customer declined troubleshooting to determine a possible cause of the occlusion alarm and stated that all supplies would be changed after returning home. Per the customer's request, tandem technical support (cts) educated the customer on how to turn their pump off. A follow-up call was declined by the customer.